Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented a few days after the implant procedure with chest pain. It was noted that the right ventricular (rv) lead had perforated resulting in pleural effusion. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.